Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 146mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker. All buttons functioned properly. However, moisture damage was noted on the keypad traces. No scrolling numbers were noted on the display.